Event description:
A malfunction alarm was reported by the customer. Blood glucose levels remained stable and did not exceed 500 mg/dl. The customer was advised to load a second, new cartridge after verifying the initial one and successfully resumed insulin use with a newly loaded cartridge.